Manufacturer narrative:
Visual inspection corrected to- "haptic bent and presence of residue on lens surface" in the supplemental MDR#1. (B)(4).

Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic broken and presence of residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -08.50 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem